Event description:
It was reported that the device was given without any details of the event. There was no adverse patient impact reported.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that one el5ml device was received in good visual condition and with one malformed clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was not visible; this finding is not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.